Manufacturer narrative:
(B)(4).the device was checked, found the display was not working, the single board computer (sbc) printed circuit board (pcb), the main pcb, the touch frame and the display cable, were checked one by one, all were faulty and need to be replaced. Medtronic was not authorized to conduct the repair. The evaluation was completed by a non-medtronic service provider. The repair of the ventilator is yet to be completed.

Event description:
It was reported that during testing a ventilator display was not working. There was no patient involvement.